Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: unk. Limited information available at this time. Rep heard this information from a surgeon who had heard it from a tech that was in a case with another surgeon. Rep is trying to obtain more information. Ripped green coating off scissors to get it to fit into the 5mm trocar. Additional information received via email on 11dec2018 from applied medical account manager: I have been able to get the surgeons name but no other information yet. The or manager is planning to speak to the surgeon tmrw. Additional information was received via telephone on 26dec2018 11:01am from applied medical account manager: the model of the device would be either the cb030 or cb040. The rep has made multiple attempts via email and in person and no further information is available. The surgeon had trouble getting the scissors into the trocar. The surgeon that originally spoke with the account manager did not know the name of the tech nor the name of the surgeon involved in the case. Patient status: no patient injury reported. Type of intervention: unk.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unk. Limited information available at this time. Rep heard this information from a surgeon who had heard it from a tech that was in a case with another surgeon. Rep is trying to obtain more information. Ripped green coating off scissors to get it to fit into the 5mm trocar. Additional information received via email on (B)(6) 2018 from applied medical account manager: I have been able to get the surgeons name but no other information yet. The or manager is planning to speak to the surgeon tmrw. Additional information was received via telephone on (B)(6) 2018 11:01am from applied medical account manager: the model of the device would be either the cb030 or cb040. The rep has made multiple attempts via email and in person and no further information is available. The surgeon had trouble getting the scissors into the trocar. The surgeon that originally spoke with the account manager did not know the name of the tech nor the name of the surgeon involved in the case. Patient status: no patient injury reported. Type of intervention: unk.